Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that the lancet in her onetouch lancing device was not fully penetrating. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began on (B)(6) 2016. The patient informed the csr that she does not take any medication to manage her diabetes and claimed she continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged issue started she developed symptoms of "dry mouth and fatigue", but denied receiving medical treatment. At the time of troubleshooting, the csr confirmed that the lancing device was not being used for the first time and there was no indication of misuse of the device. The csr reviewed the patient's technique on how to use the lancing device and the alleged issue could not be resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow up #1 (05/20/2016):on 05/20/2016, additional information was obtained from the patient during a follow-up call. During the follow-up call, the patient confirmed she was unable to test her blood glucose for a few days as a result of the issue. The patient was unable to recall if she associated the symptoms with high or low blood glucose.